Manufacturer narrative:
(B)(4).

Event description:
It was reported " failure of the balloon to push properly into the descending aorta, termination of the procedure after withdrawal of the balloon." Additional information states that no patient injury o consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported, "failure of the balloon to push properly into the descending aorta, termination of the procedure after withdrawal of the balloon". Additional information states that no patient injury o consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Returned with the sample were the supplied 40cc inflation driveline tubing and 60cc luer slip syringe; the returned components were visually inspected with no damage or abnormalities noted. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round (part of the flex tip assembly) was noted unraveled/damaged and the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.9cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was also noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/separated central lumen. Furthermore , a leak was also noted from the iabc bladder. The leak from the bladder is consistent with contact from the previously confirmed damaged central lumen or damaged wire round. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.2cm from the iabc luer. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "failure of the balloon to push properly into the descending aorta" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. Additionally, a puncture consistent with contact from damaged central lumen was noted to the iabc bladder. The damaged catheter can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.